Manufacturer narrative:
The service engineer (se) inspected the device, reviewed the logs, found an error code and the graphic user interface (gui) alarm lens cracked. The se replaced the gui alarm lens and reseated all of the boards in the card cage. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went "vent inop." The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.